Manufacturer narrative:
Result of investigation: only a photo received by the supplier for investigation. According to the customer, the sample is not available for evaluation due to covid 19 situation. It would not be a good idea to ship an open canister. The photo has been visually examined. However, the reported problem cannot be seen. Therefore, the root cause cannot be determined.

Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the medisorb¿ multi-absorber original, disposable experienced leak due to cracked/faulty product. There was a delay of treatment as required multiple canister changes. The customer confirmed that there was no patient harm associated with the reported event.